Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Device analysis indicated the device was returned partially deployed. Sheath slitting and thumb advancement had not been completed. The condition of the device is consistent with loss of access during thumb advancement. Also the internal examination found the catch and pusher block in the pre-clip deployment position, the clip had not been deployed. The clip remained loaded in the device. This finding is consistent with and confirms the reported failure to achieve hemostasis with this device. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the clip was deployed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.